Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device following conditions, and found that a scope communication error e216 and e226 appeared on the monitor. The video connector of the device was heated. Omsc checked the device as following. There was corrosion on the electrical contacts of the video connector. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause has not been conclusively determined. Based on evaluation, omsc surmised that the reported phenomenon was occurred the circuit board of the video connector was broken by following. The electronic components of the video circuit board was broken by aging degradation, over current or static electricity. When connecting the device connector to the video system center, the video connector was wet. The video connector of the device was connected or disconnected while the video system center was on.

Event description:
Omsc confirmed the device following conditions, and found that a scope communication error e216 and e226 appeared on the monitor. The video connector of the device was heated. Other detailed information was not provided. There was no report of patient injury associated with the event.